Event description:
It is reported that patient has rashes on both lower extremities.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a. Review of primary operative notes confirms patient underwent a left total knee arthroplasty due to degenerative joint disease. The components appear to be implanted with the correct fit and orientation per the surgical technique. Final implanted components were reported to be well-aligned and stable throughout the range of motion. A product history search revealed no additional complaints against the related part and lot combinations. A definitive root cause cannot be determined with the information provided.